Event description:
It was reported that charging cable for insulin pump was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement charging supplies to be sent to customer via two-day shipping.